Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a generator and handpiece. It was reported that the patient and surgeon were burned by the handpiece when it began to activate on its own. It was noted that there was a spark coming from the grounding pad. There was no impact on the patient outcome and no surgical delay.